Event description:
Information was received from a consumer (con) regarding a patient receiving a dose of 12.989mg/day at a concentration of 25.0mg/ml of hydromorphone and a dose of 519.6mcg/day at a concentration of 1000mcg/ml of clonidine and a dose of 12.989mg/day at a concentration of 25mgml of bupivacaine for spinal pain. It was reported that 3-4 days before the patient's pump was replaced on (B)(6) 2010 the patient's pain started increasing. The healthcare professional (hcp) ran a back test and not a drop of fluid was left in the pump. The pump wasn't supposed to be empty and the patient was afraid the pump had dispensed all of the medication in to the pocket. Patient states they were still another 10-14 days away from a refill so it didn't make sense for the pump to be empty. The patient experienced withdrawals. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.